Manufacturer narrative:
Device is a combination product.  (B)(4).

Event description:
It was reported that stent damage occurred. The 84% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After predilation was performed with a 2.5x15mm non-bsc balloon catheter, a 3.00x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, the stent strut was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged both at the proximal and distal side of the stent with stent struts lifted. The stent outer diameter (od) for the undamaged mid-section of the stent was measured using a snap gauge and is within the maximum crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 84% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After predilation was performed with a 2.5x15mm non-bsc balloon catheter, a 3.00x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, the stent strut was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.